Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to an unknown lot number for needle bent, difficult/unable to operate & bruising/bleeding. H3 other text : see h.10.

Event description:
It has been reported that the unspecified bd¿ pen needle has been found experiencing difficulty to operate during use. The following has been provided by the initial reporter: material no: unknown batch no: unknown. Consumer reported bent pen needle. Verbatim: representative of consumer to report bent pen needle. Did not have product number. Did not have lot number. Stated insulin pen jammed up during injection and consumer did experience bruising could not provide any additional information. Case number (B)(4).

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter facility: the user facility address is not available, the corporate headquarters information was used instead. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ pen needle has been found experiencing difficulty to operate during use. The following has been provided by the initial reporter: material no: unknown batch no: unknown. Consumer reported bent pen needle. Verbatim: representative of consumer to report bent pen needle. Did not have product number did not have lot number stated insulin pen jammed up during injection and consumer did experience bruising could not provide any additional information case number (B)(4).